Event description:
Reporter alleged obtaining a discrepant blood glucose result of 291 mg/dl on a patient using the inform system compared back to back with a result of 90 mg/dl on the hospital's blood gas system and a result of 92 on the hospital's lab system when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.